Event description:
(B)(4).

Manufacturer narrative:
Our field service engineer has been on site and started the investigation. The device logs have been collected. A supplemental medwatch will be provided after investigation. (B)(4).